Event description:
Pt reported that a comparison between pt's surestep meter and a hcp meter was 86 mg/dl (ss) and 189 mg/dl (hcp) respectively (51% difference). No symptoms were reported. There was no allegation of harm.